Event description:
The customer reported that while running an unidentified antibody screening assay, summit sample handler did not pipette sample into row 9 and no error message was generated. A field service engineer was dispatched. No death or serious injury was associated with this event.